Event description:
The manufacturer received information alleging a ventilator service required alarm occurred during an inspection before use on the patient. There was no allegation of harm or injury reported. The device was returned for evaluation. During review of the device's event log on 11/21/2024 an error (evt_obm_valve_failure) indicating that a failure has occurred in the oxygen supply valve of the oxygen blender was discovered. The technician recommended replacing the oxygen blending module sub-assembly to resolve the issue. The repair was canceled by the customer; the device was returned without repair. On 06/20/2025 a clinical engineer of the hospital requested the repair of the trilogy evo device that they cancelled last year. The device has not been used for patients since it was returned in 2024. During the evaluation, review of the event log confirmed the occurrence of the error evt_obm_valve_failure. Additionally, the device failed "obm electrical verification: o2 pressure" during a functional test, and it has been determined that the cause was a failure in the oxygen blending module sub-assembly. The technician recommended replacing the oxygen blending module sub-assembly to resolve both issues. The technician performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly. Confirmed the software version is 1.06.10.00.

Manufacturer narrative:
The manufacturer previously reported information received alleging a ventilator service required alarm occurred during an inspection before use on the patient. There was no allegation of harm or injury reported. The device was returned for evaluation. During review of the device's event log on 11/21/2024 an error (evt_obm_valve_failure) indicating that a failure has occurred in the oxygen supply valve of the oxygen blender was discovered. The technician recommended replacing the oxygen blending module sub-assembly to resolve the issue. The repair was canceled by the customer; the device was returned without repair. On 06/20/2025 a clinical engineer of the hospital requested the repair of the trilogy evo device that they cancelled last year. The device has not been used for patients since it was returned in 2024. During the evaluation, review of the event log confirmed the occurrence of the error evt_obm_valve_failure. Additionally, the device failed "obm electrical verification: o2 pressure" during a functional test, and it has been determined that the cause was a failure in the oxygen blending module sub-assembly. The technician recommended replacing the oxygen blending module sub-assembly to resolve both issues. The technician performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly. Confirmed the software version is 1.06.10.00. The device's oxygen blending module sub-assembly was returned to the manufacturer's product investigation laboratory (pil) for further evaluation. The pil tested the oxygen blending module sub-assembly on the pil trilogy evo obm test station and passed all testing. Pil concluded that the obm subassembly operates as designed.